Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient is an ex-smoker with history of congestive heart failure, coronary heart failure, hyperlipidemia, peripheral artery disease, previous peripheral revascularization and renal insufficiency. During index procedure, an in.pact av access paclitaxel eluting balloon catheter was used to treat right anastomosis. Approximately 20 months post procedure, patient suffered avf-shunt stenosis and was treated with revascularization and medication. A non medtronic pta balloon catheter was used to treat the anastomosis. Patient recovered. Investigator and sponsor assessed event is not related to device, procedure and paclitaxel.